Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The hcp reported that per the patient's husband, the ins had not worked in years. They were unable to verify if the ins was at end of service (eos), and did not know if it was verified by the managing healthcare provider. There were no patient symptoms, or further complications reported at this time.